Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the issue was due to services not being started on the cloud control environment (cce) server. A technical support specialist initiated a restart of the cce services, which successfully triggered the pending messages and restored normal message flow. The tss reached out to the customer to confirm that the issue was no longer occurring and that the system was functioning as expected. The system functioned as intended after the technical support specialist resolved the issue. E.1. Initial reporter facility: (B)(6).

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es multiple stations were in critical override and order was not crossing over. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delay or adverse events or injuries reported based on this event.